Event description:
Report #2 of 2: the physician attempted arteriotomy closure with device #1, a perclose a-t (the closer ak) device following an interventional procedure, fluoroscopy confirmed the arteriotomy site to be in the common femoral artery, which was evaluated for size, tortuousity and calcification. The device was inserted and deployed without difficulty. When removal of the device was attempted the md found that he was able to advance the device forward, but not pull the device backward for removal. The md cut the sutures, re-inserted a guidewire and removed the device. Device #2 was inserted without difficulty and attempt to close the arteriotomy was continued. The md pulled up the lever of the device to park the foot and deploy the device. The md reported that resistance was felt when the needles were plunged and that "the needles could not be retrieved from the device no matter how hard he tried to pull the plunger." The md made several attempts to park the foot and deploy the device without success. The device was removed without hemostasis being achieved. An 8.0 fr. Sheath was inserted and manual compression was held at the site to achieve hemostasis. The pt was transferred to the ICU. It was reported that the pt experienced a lowered blood pressure for an unspecified period of time but that it returned to noramal without adverse sequelae. No information was available regarding sheath removal. There were no reported adverse pt effects. The pt was discharged as per facility routine. Though requested, no additional info was provided.